Manufacturer narrative:
Investigation/conclusion.it is indicated that the product is not returning for evaluation. The values reported by the customer were within the allowable bias that is based on the products release specification. There were no issues found during review for the rate of complaints on this lot; therefore, no further investigation is required.

Event description:
The caller alleged a variance between the inratio inr results and the alternate point of care (poc) inr results. In addition, a variance between the inratio inr result and the laboratory inr result. (B)(6). The same inratio monitor was used for all inratio testing but different strip lot numbers. The time between testing on (B)(6) 2015 was seconds. The first drop of blood was placed on the inratio test strip and the second drop of blood was applied to the poc strip. The time between testing on (B)(6) 2015 was five (5) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The inratio pt/inr test strips lot# 362568a referenced is being reported under a separate manufacturer report number 2027969-2015-00374. Investigation/conclusion: it is indicated that the product is not returning for evaluation. The values reported by the customer were within the allowable bias that is based on the products release specification. There were issues were found during review for the rate of complaints on this lot; therefore, no further investigation is required.